Event description:
According to the available information, this complaint describes an end-user who during a catheterisation had a part of the sc compact set catheter left inside the bladder/urethra after withdrawal. The end-user went to the a&e where a CT scan was performed to locate the catheter part, however it was not detected. The end-user was sent home at the end of the day as he was still able to catheterise and awaited a new appointment for a surgical procedure to remove the part. While the end-user was awaiting the surgical appointment, smelly urine started to develop which let the end-user to contact the hospital where he was diagnosed with a urinary tract infection (uti) and therefore, were put on a 14-day antibiotic treatment. The hospital made an appointment for a surgical procedure where the catheter part was removed. The part was left inside the end-user for a total of 5 weeks before being removed. No other information is available at this time.